Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified medication via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified concentration of rocephin. The primary solution container was hung lower than the secondary solution container and the delivery was started. At approx 0300, the customer contact reported that the nurse noted backflow of solution from the secondary solution container into the primary solution container. Multiple unsuccessful attempts have been made to obtain additional info including any reports of adverse effect, delay in critical therapy, if medical intervention were required, or if the tubing sets were replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.